Event description:
The reporter did back to back blood glucose tests and got results of 144, 155 and 114 mg/dl. Tests were done with in minutes of each other using different fingersticks. Reporter stated that she was feeling comfortable. She said that she had never cleaned her meter. A control solution test was within range 118 (97-146).